Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics requested, but was not provided.

Event description:
It was reported that pump module alarmed channel disconnect, even though it was connected, then shut off while infusing vasopressors on a new open heart patient. The patient had temporary hypotension related to medication stoppage. The rns quickly connected the emergency back up pump module and restarted the norepinephrine drip.

Manufacturer narrative:
The report of a pump module alarming channel disconnect was confirmed through a review of the logs; however, the report of the pump module shutting off while infusing was not confirmed. The pcu log showed 2 instances of a channel disconnect event that occurred on (B)(6) 2020 at 8:12:29 am and at 2:42:44 pm on the day of the reported incident .both occurrences were confirmed by the user. The disconnection caused a communication loss between the pcu and pump module (s/n (B)(6)). The alaris system is designed to continue infusing, though no programming changes can be made. The pump module event log showed that the user confirmed the channel disconnect event and powered down the device. Testing of the received pump modules was unable to reproduce the reported channel disconnect event. Inspection of pump module s/n (B)(6) right (male) iui revealed corrosion on the contacts and dried fluid residue. The proximate cause of the reported channel disconnect is iui contamination, which caused an open condition on one or more serial communication contact pins (pin #6, pin #7,pin #9, pin #10) of the iui connector.

Event description:
It was reported that pump module alarmed channel disconnect, even though it was connected, then shut off while infusing vasopressors on a new open heart patient. The patient had temporary hypotension related to medication stoppage. The rns quickly connected the emergency back up pump module and restarted the norepinephrine drip.